Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set experienced a vertical fracture during infusion and leaked. The following information was provided by the initial reporter: drip chamber on 2441-0007 experienced a vertical fracture while infusing and leakage.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set experienced a vertical fracture during infusion and leaked. The following information was provided by the initial reporter: drip chamber on 2441-0007 experienced a vertical fracture while infusing and leakage.

Manufacturer narrative:
The following fields are possible lot numbers: d4: medical device lot #: 21116476; d4: medical device expiration date: 30nov2024; h4: device manufacture date: 30nov2021. D4: medical device lot #: 21116404; d4: medical device expiration date: 30nov2024; h4: device manufacture date: 30nov2021. D4: medical device lot #: 21116390; d4: medical device expiration date: 27nov2024; h4: device manufacture date: 27nov2021. H6: investigation summary: a complaint of a crack being found on the drip chamber during infusion was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The burette had a big vertical crack in it. Using the smartsite ids on the provided sample, potential lots were determined. A device history record review for model 2441-0007 lot number 21116476 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2441-0007 lot number 21116404 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2441-0007 lot number 21116390 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this defect is an issue at the supplier. The supplier was notified of the defect and the sample was sent to for investigation, however the sample was lost by the delivery service. Further investigation could not be completed.